Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 324 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error alarm noted. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The motor was tested outside the device and passed. The insulin pump was received with battery tube threads cracked, cracked reservoir tube lip, scratched lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)